Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.